Event description:
One of midmark's assembly-line employees noticed that supporting welds on the side rails of model 547 stretchers were failing on the assembly line. As this failure did not seem to be caused by any inappropriate handling of the stretchers by midmark, the employee notified his supervisor that the side rail components could be defective. Some of the side rail components were sent to an independent laboratory for examination.